Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. D4: batch # 307c17. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 307c17, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unk procedure, the device wouldn't fire and it only stapled halfway through the procedure. New device was used to finish. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.